Event description:
Patient reports that catheter "broken" internally (inside chest) and had to be replaced. Patient was hospitalized (B)(6) for catheter replacement. States she is having no issues with new catheter. Unknown if md is aware. No additional information or details available. Pulmonary arterial hypertension.